Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that one week after an intraocular lens (iol) was implanted, it was explanted due to the patient having blurry vision at both distance and near. Additional information was requested.